Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. The lot # 3000492131 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Associated with tw (B)(4) the hospital reported that the harvesting cannula used initially failed to deliver air, so a new harvesting cannula was used, but this failed to deliver air either. The btt balloon was inflated with air. Unknown the length of the evh incision prior to insertion of the btt. The gas line is connected to the distal port. The btt port has been switched to the distal port. The co2 flow rate and pressure are within the specified settings, but the set values are unknown. The set values are unknown, but the flow rate/pressure is set at 10-12 mmhg and 3-5 l/min. No leaks were detected from the btt. No cuts were made, but when a three-way stopcock was attached between the port and the air delivery tube, the pressure was 10 mmhg and the flow rate was 0. No insufflation was performed. Evh was abandoned and the procedure was switched to open harvesting. Svg was successfully collected using open harvesting, with no adverse effects on the patient. There was a slight delay, but there were few problems.